Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and found to have high battery impedance. The elective replacement indicator (eri) is the result of high internal battery resistance. The analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant.